Event description:
The facility representative reported an ipump with a condition of "will not turn on." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "will not turn on " involving an infuso.r. Pump was confirmed and reproduced during device evaluation. The assignable cause was determined to be a damaged switch printed circuit board (pcb). The switch pcb was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.